Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scratches on screen happened during normal use. The customer¿s blood glucose was unknown. Troubleshooting was performed. Customer states the screen was not readable. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. On the other hand, the lcd display has some scratches. The user can barely read what's displayed on the screen. The case is all scratched up as well. Finally, the keypad overlay has a noticeable gash.